Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon burst some time after placement, but it was noted that there were no missing pieces to the burst balloon. The patient was receiving treatment for a ureteral obstruction, and experienced an increase in pain after the new catheter was placed.